Manufacturer narrative:
Additional information was received, and a clinical and engineering assessments were completed and documented in section b5 (event description). Correction: complaint/patient and product experience coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
The patient is a 69-year-old man with a medical history of coronary artery disease status post coronary artery bypass surgery in 2016, mitral valve repair with a surgical band, nonischemic cardiomyopathy, heart failure with reduced ejection fraction, left ventricular ejection fraction of ten to fifteen percent, severe global left ventricular hypokinesis, severe mitral valve regurgitation, an implantable cardioverter-defibrillator placed, a dilated ascending thoracic aorta with a history of an aortic penetrating ulcer, paroxysmal atrial fibrillation treated with apixaban, left bundle branch block, possible marfan or connective tissue disease, right middle cerebral artery stroke, chronic kidney disease stage two, and high cholesterol. He presented with nausea and vomiting and was evaluated for possible gallbladder inflammation, which was ruled out. He developed rising lactate levels and signs of cardiogenic shock. He was classified as society for cardiovascular angiography and interventions stage d cardiogenic shock and underwent peripheral veno-arterial extracorporeal membrane oxygenation cannulation. Placement of a percutaneous left ventricular assist device was not possible due to tortuous iliac anatomy and an infrarenal aortic aneurysm. He was scheduled for urgent escalation to axillary placement of an impella 5.5 device. Initially, the impella showed a very flattened aortic waveform, consistent with low pulsatility in the setting of a severely reduced ejection fraction. The patient experienced ectopic beats overnight, which improved with adjustments in medication. Diuresis resulted in reduced pulsatility and further flattening of impella waveforms, though point-of-care ultrasound suggested appropriate positioning. The patient was extubated and interacting with family. Later, it was noted that the impella catheter was directed toward the mitral valve and was repositioned with improved flows and waveforms. Platelets were administered for thrombocytopenia. Subsequent imaging again confirmed adequate impella positioning. Over the following days, the patient experienced multiple suction alarms, likely related to volume status and medication adjustments. Further pump advancement was performed under ultrasound for ongoing suction events, and position was confirmed by the care team as acceptable. The patient continued to receive diuretics and intermittent volume support as needed. Extracorporeal membrane oxygenation was later discontinued, and intravenous iron was administered for anemia. Despite these challenges, the patient successfully stabilized on mechanical circulatory support and was ultimately bridged to heart transplantation. The impella 5.5 will be coded for hypotension, arrythmia, thrombocytopenia and anemia with medication required, blood transfusion, device repositioning and serious injury as outcomes. The hypotension is most consistent with the patient¿s underlying shock state, volume status, and medication adjustments, rather related to the impella device. The arrhythmia (ectopy) might be most likely attributable to the patient¿s pre-existing rhythm disorders and severe cardiomyopathy rather than device-related but is conservatively coded. The thrombocytopenia and anemia are most consistent with critical illness, extracorporeal membrane oxygenation support, repeated blood draws, chronic illness, and hemodilution. As impella contribution cannot be excluded, it is coded conservatively. In summary, all events are best explained by the patient¿s severe baseline cardiac disease, shock physiology, extracorporeal membrane oxygenation, anticoagulation, diuresis, and critical illness, rather than by a direct device-related cause. Engineering assessment: during impella 5.5 support, impella position unknown alarms were reported, caused by patient hemodynamics in the setting of concurrent impella and ECMO support; these alarms resolved with patient volume management. Pump position was later noted to be oriented towards the mitral valve and was successfully repositioned. These malfunctions are considered reportable events.

Manufacturer narrative:
D6b, date of explant, has been updated.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ectopy. The dose of milrinone was reduced and epi was administered. The patient also experienced hypotension and was treated with albumin. Impella support continues.

Manufacturer narrative:
No product was returned for investigation. The cause of the hypotension was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.